Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery. There was no patient harm. A product sample has been requested for evaluation.

Manufacturer narrative:
Nine opened trocar hub/cannula assemblies were received in trays for evaluation. The returned samples were visually inspected; eight samples were found conforming and one sample was non-conforming with a hole in the septum. The conforming samples were then functionally tested and were found conforming. A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this report is unknown. An internal investigation has been opened to address reports of a similar nature. (B)(4).